Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was taken to the operating room for evaluation for heart recovery. The pt's pump speed was reduced, and she became bradycardic with the reduction in speed. The pump speed was returned to 8400 rpms. Following the procedure, the pt was not feeling well while in the ICU. It was reported that the pt vomited, then arrested, and they were unable to revive her. Her ph was noted as being 6.4 and an image of the lungs that was taken showed one lung as being "whited out". The pump was explanted and will be returned to the MFR for evaluation.

Manufacturer narrative:
The MFR is attempting to acquire the device for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.